Event description:
It was reported that the patient had external defibrillation done a couple of weeks prior to the report and it was involved with the issue. She was in the hospital at the time of the report and the manufacturer representative (rep) was asked to see the patient. She had some left arm tremor, so the right side implantable neurostimulator (ins) was tested. It was unknown if there was 50% or greater symptom reduction and the exact cause was unknown. All of the impedance values were within normal limits, except the combination of c and 3, which was 2,767 ohms at 0.7 volts. The patient was not programmed to these electrodes though. The impedances were not run at 3 volts due to uncomfortable stimulation. There were no historical impedances for comparison prior to the external defibrillation. The next plan was for the patient to see a programming nurse, but this would not be for some time as the patient was in the hospital. The patient was doing good and receiving effective therapy, but she felt her tremor had gotten a bit worse in her left arm.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3387s-40, lot# v063570, implanted: (B)(6) 2008, product type: lead. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# v063570, implanted: (B)(6) 2008, product type: lead. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).